Manufacturer narrative:
The actual sample was returned for evaluation. (B)(4) evaluated the device. The reported conditions were confirmed. The device was tested and was found it does not rotate. The assignable root cause was determined to be normal wear over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a cervical spine fusion surgery it was discovered that the motor device "would not rotate when the foot pedal was pressed and the hose sounded like it had a leak". The type of leak was not reported. The reporter stated that the device was not used on the patient. The reporter stated that the facility continued on with a spare identical device. There was a ten minute delay to the planned surgical procedure to obtain the spare device. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.